Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient got admitted with the following pre-op diagnosis: grade 1 spondylolisthesis, instability l4-5. Disk degeneration, l4-5. Patient underwent the following procedures: a direct lateral retroperitoneal approach l4-5. Anterior lumbar discectomy, l4-5. Anterior interbody fusion and anterior interbody cage l4-5. Posterior instrumentation, l4-5. Per op-notes: ¿the peek cage that was then filled with bone morphogenic protein and cage and fusion material was then inserted into the interbody space from the lateral approach at l4-5¿no intra-operative complications were noted.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.